Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. A basic evaluation patient called in to state device communication was lost. The patient hit the retry button and the issue persisted. On (B)(6) 2018, the patient reported their leads had become dislodged and that they were going to have them removed that day. The patient would be getting the permanent implant on (B)(6) 2018. There were no further complications reported.